Manufacturer narrative:
They had just replaced the hard drive, so we asked the customer to verify the ribbon cable to the ide and verify if there were any bent pins on the header. We asked them to confirm that they had esd connection and a clean memory on the system and to reseat the memory and that freezing issues usually came from ram issues if the other items were checked. They ordered a motherboard and ide controller port so that they can do the repairs themselves. This device reference in this report is beyond its expected life. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of an any product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
(B)(4).